Event description:
The user reported a defect in the packaging. This damage was discovered when the kit was taken out of the shipping box. The kit was not used on a patient.

Manufacturer narrative:
No device is expected to be returned for evaluation. Because the unit was not returned, the root cause could not be determined. If the device is returned in the future this investigation will be reopened and a follow up submitted. Since the lot number was not provided, the device history record and complaint database could not be reviewed.

Manufacturer narrative:
Device evaluation: it was originally reported that the device would not be returning for evaluation, but a device was returned for evaluation. The device was visually inspected and a breach in the sterile barrier was identified. The complaint is confirmed. The scissors in the kit have a sharp point and caused a hole in the packaging. A protective wrap has been added to the kit to prevent this from reoccurring. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.